Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.89 mm x 3.50mm was missing and not returned. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm prorasp forceps instrument clamp came loose when removing the clamp; the mechanism did not return to the axis. We had to undock the trocar to remove the trocar and the clamp in one piece to avoid breaking the clamp and the trocar. The trocar does not pass. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed with cannula by force. The wrist could not be straightened due to physical damage. No fragments fell inside the patient. There are photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.